Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter was sticky/sluggish. Safety button did not retract after patient use. Additional IV noted to be sticky/sluggish. One was found with no plastic sheath. Additional information received on 5-jun-2026: the safety button did not retract the needle after use on a patient. There are also reports of it retracting without pushing the button, this caused us to have to stick patient again, pt was critical. Additional ivs from the same lot were checked and noted to be "sticky/sluggish.".

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot 6019010 regarding item 381447. Device history record has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.